Event description:
During in-service training and test, the t1 temperature probe does not show the temperature on the thermogard xp ivtm system (sn (B)(6)). No patient involvement.

Manufacturer narrative:
Correction made on the zoll interpreted problem in section b5.

Event description:
During in-service training and test, the thermogard xp ivtm system (sn (B)(6)) does not recognize the t1 temperature. No patient involvement.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.